Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen was unresponsive to touch for the user and a partner, and the user switched to backup therapy while a replacement device was shipped; the issue aligns with an unresponsive key/button and involves the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem associated with an unresponsive input interface and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.